Event description:
It was reported while using bd luer-lok¿ syringe leakage occurred. This occurred in 6 boxes. There was no report of patient impact. The following information was provided by the initial reporter: the details of the complaint are outlined below. Product code : 309604 bd 10-cc syringe without needle; lot # : 2346550; issue : asper the end-user, we have a liquid leakage problem with the 10ml syringes; quantity: 6 bx.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd luer-lok¿ syringe leakage occurred. This occurred in 6 boxes. There was no report of patient impact. The following information was provided by the initial reporter: the details of the complaint are outlined below. Product code : 309604 bd 10-cc syringe without needle; lot # : 2346550; issue : asper the end-user, we have a liquid leakage problem with the 10ml syringes; quantity: 6 bx..